Event description:
Information was received that this smiths medical cadd solis vip pump failed flow accuracy testing with an average of 18.4 ml on two separate test stations. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing and the lens was damaged. Functional testing involved accuracy testing and showed the device to be within manufacturing specification. The reported issue was unable to be duplicated. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.